Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The pt had experienced an mi. The 99% stenosed lesion was located in the calcified proximal to mid left anterior descending (lad) artery. A 2.0x15mm balloon was used to predilate the lesion. A 2.5x16mm taxus stent was successfully implanted in the mid lad. The ostium of the 1st diagonal "appeared jail due to stent strut." The ostium was inflated with a 2.0x15mm balloon. The physician attempted to advance a taxus express2 2.5x20mm drug eluting stent, but the stent caught on the lesion and the stent was unable to be deployed. The physician encountered difficulty removing the stent delivery system. Once it was removed, it was noted that the edge of the stent was lifted up. The procedure was completed with another taxus stent. No pt complications occurred. Pt's status is satisfactory.